Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to the received information the ventilator failed pressure transducer test during puc. The reported issue has been confirmed in problem description and service report. After replacing the pressure transducer printed circuit board the unit began to work. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.